Manufacturer narrative:
This report is submitted on may 17, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to pain and non-auditory sensations.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 03, 2019. - attachment: [143111 device analysis report.pdf]